Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of high blood glucose readings and a battery out limit from the insulin pump. The customer's blood glucose reading was 600+ mg/dl. The customer stated that she was not admitted to the hospital for her high blood glucose readings. The customer stated that she gave herself a correction and brought her blood glucose reading down. The customer stated that she received a battery out limit after she changed the battery on her pump. The customer was advised to change the entire set, reservoir and insulin and treat per health care provider's instructions.